Event description:
The parent reported a hearing decline followed by an intermittent sound with the ci possibly due to head impact in late (B)(6) 2025. The user was reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the housing's header assembly, which could be confirmed by residual gas analysis. Reportedly the recipient experienced a head impact, which might have contributed to the observed issue. Other mechanical damages found are attributable to the removal surgery. The investigation findings appear to match the content of the patient report. This is a final report.

Event description:
The parent reported a hearing decline followed by an intermittent sound with the ci possibly due to head impact in late (B)(6) 2025. The user was re-implanted.